Manufacturer narrative:
D4 lot number: 2186623. A titan otr pump and two cylinders were received for analysis. Partial separations within abrasion were noted on all tubes of the pump. These were not sites of leakage. A separation within abrasion was noted on the exhaust tube of cylinder 1. This was a site of leakage. Partial separations within abrasion were also noted on the exhaust tubes of both cylinders 1 and 2. These were not sites of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing and exhaust tubing of both cylinders matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation through the exhaust tubing of cylinder 1 at this site. A separation of this type may then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device stopped inflating. The device was explanted and replaced and it was noted that there was a crack in the tubing going to the cylinder.